Event description:
The patient began to experience seizures on (B)(6) 2012. The patient was seizure free since the morning of (B)(6) 2012, but was not doing well. The patient was admitted to an intensive care unit (ICU) and was placed on a ventilator. The patient had been seizure free since the morning of (B)(6) 2012. The pump was checked and it appeared to be running fine at this time. An MRI was planned. The seizures were noted as being unrelated to pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk. (B)(4).